Event description:
It was reported that the pt experienced a loss of therapeutic effect during a normal refill cycle. The pt has noted increased urinary retention, possibly related to a urinary tract infection. The pt was given a bolus and relief was noted from the bolus (date unk). The pt also experienced fever, hypertonia and increased pain due to a dislodged catheter. The pt was receiving lioresal 500 mcg/ml; dose not reported. In 2008 x-ray revealed that the catheter was in the abdomen. It was also reported that the pt underwent surgical revision on five days later and "returned to treated effect". The pt recovered without sequela.